Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure that when the t-1 anchor was deployed the t-2 anchor deployed simultaneously. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
Device investigation narrative - one (B)(4) fast-fix 360 curved needle delivery system device returned. The device was returned without t1, t2 or suture. Functional test confirmed that the device does cycle as intended. The depth limiter is creased. There is slight bow and twist of the delivery needle¿s distal tip. This indicates resistance and difficulty reaching desired surgical location. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device cycles but does not retract due to the damage. No root cause related to the manufacture of the device can be established. No further investigation is warranted.(B)(4).